Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015, on behalf of the patient to report that on (B)(6) 2015, the receiver was having a screen display malfunction. No additional event or patient information is available.